Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device had heat and unexpected noise was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device torque was below specifications. It was noted that whenever the safety mechanism of the slip clutch triggers, the handpiece should get stopped and proper drilling get recovered. The device also failed pretest for the safety clutch assessments. Therefore, the reported condition that the device did not function was confirmed. The assignable root cause was traced to user error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4: the serial number was reported as unknown, the serial number is 16178 g1. Manufacturing site name and address were unknown in the initial report and have been updated accordingly. H4: the date of manufacture was reported as unknown, the date of manufacture is may 18, 2011. UDI: the UDI number has been updated to ((B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant device and therapy dates: 2 cutter devices; (B)(6) 2021. The serial number was unknown. The initial reporter's phone number was not available. The device manufacture date was unknown. UDI: (B)(4). Please note that this medwatch report is related to the medwatch report on (B)(4). As the products were used together in the same event.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an open reduction internal fixation surgery for a right humeral shaft fracture, it was observed that the radiolucent drive device, while being used with a drill bit device, stopped working and made an abnormal sound. According to the reporter, the radiolucent drive device was cooled down with saline, and the surgeon attempted to use the device again but was still unsuccessful. It was reported that there was a delay within thirty minutes to the surgical procedure. It was unknown if a spare device was available for use or if the surgery was completed successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.